Event description:
It was reported by the affiliate that during a "refundo" procedure three devices (ace36e) were opened and used during the operation: first device: after activating no coagulation. Second device: during activation the inactive side of the branch of the blade was spread. Third device: during activation, the inactive side of the branch of the blade was split. This part which split away was not found in the body cavity of the patient. No patient consequences reported. Three devices will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device (a) was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly after activating no coagulation. The device (b) was returned with the tissue pad melted. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The device (c) was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device b: batch (B)(4), mfg date 02-28-2012, exp date 01-28-2017. Device c: batch (B)(4), mfg date 01-27-2012, exp date 12-28-2012. (B)(4).